Event description:
It was reported on (B)(6) 2025 a 24mm amplatzer septal occluder was selected for implant using a non-abbott delivery sheath. During the procedure the left disc of the occluder took on a cobra shape. Several attempts were made to re-deploy the occluder, however the cobra shape remained. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a 24mm non-abbott device. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 24mm amplatzer septal occluder was selected for implant using a non-abbott delivery sheath. During the procedure the left disc of the occluder took on a cobra shape. Several attempts were made to re-deploy the occluder, however the cobra shape remained. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a 24mm non-abbott device. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Three photos were received from the field showing images of the deformed device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.